Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with a blood glucose of 404 mg/dl. Customer stated that the pump was out of insulin and he changed everything. Customer's blood glucose was 96 mg/dl and then an hour and a half later, it was 370 mg/dl. Customer checked again and his blood glucose was 350 mg/dl. Customer stated that in the next couple of hours, it was between 350-400 mg/dl. Customer made a doctor's appointment and the doctor advised him to go to the hospital and get hydrated. Customer did so and his blood glucose was 260 mg/dl when he left the hospital. Customer continued to have a high blood glucose, so he changed his set again and noticed that the cannula was bent. Customer did not receive a no delivery alarm and had diabetic ketoacidosis. Customer's high blood glucose was caused by the bent cannula. Customer was wearing the pump at the time of the hospitalization. Customer will be sent a tubing clamp to perform the high pressure test.